Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized for experiencing low blood glucose event on (B)(6) 2022. The blood glucose value at the time of the incident is 46 mg/dl. Blood glucose current value is 200mg/dl. The customer was treated with glucose and glucagon shot. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump was not on auto mode at the time of the incident. No further patient complications were reported. The customer will continue to use the device. The product will not be returned for failure analysis. Customer reported that the pump gave her too much insulin. Customer was in the car swerving and she went to the side of the road. Ambulance took her to the hospital and she was admitted on (B)(6) 2022 at 18:00 for low blood glucose. She was treated with liquid glucose and glucagon. Customer said she had recent basal rate changes and had thyroid issues. Pump was used at the time of the incident. Auto mode was not used. The pump was received for analysis under (B)(4) on (B)(6) 2023.